Event description:
It was reported that the patient was dissatisfied with the spectra concealable penile prosthesis (spp) length. The spp was removed and replaced with ambicor penile prosthesis. No complications reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was dissatisfied with the spectra concealable penile prosthesis (spp) because the length was too short. The spp was removed and replaced with ambicor penile prosthesis. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis